Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on (B)(6) 2025, the nurse reported that an enhanced tr band deflated immediately following removal of the tr band syringe from the airport. The tr band had been placed following standard protocol post cardiac catheterization procedure. The nurse reinflated the tr band. Upon careful removal of the syringe from the airport, the tr band deflated again. Later, the nurse washed the tr band in question and attempted to place it on himself. He reported that the same situation occurred again, the balloon inflated properly; however, immediately deflated upon removal of the syringe from the airport. The charge nurse on duty on (B)(6) 2025 reported that no complications had been reported, and that the patient recovered without further incident. The blood loss was less than 250cc. The procedure performed was cardiac catheterization. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 16jun2025: the nurse initially injected 12cc of air and turned away to put the syringe in a bag for transport. Another nurse alerted him that the patient was bleeding, and he noted that the band had deflated. He injected another 5cc of air. Upon removing the syringe, he watched the band deflate almost immediately. He held pressure proximal to the defective band and had another nurse place a new tr band (same lot number). Effective hemostasis was achieved with the new tr band. The tr bands are all stored at room temperature in the cath lab. No excessive manipulation or damage was noted. Hemostasis was achieved with placement of a new tr band from the same lot. No concomitant devices were used with the tr band once the glidesheath slender from the procedure had been removed. The patient was stable at all times and tolerated the placement of the new tr band without further incident. He then inflated the device again, with the syringe still attached, and submerged the system in a bucket of water. He watched as he removed the syringe, and noted that bubbles immediately appeared from the valve inside the airport (proximal end/side where syringe is inserted). He did not see air bubbles emerge from any other portion of the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band and packaging label were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 3.5 ml of air left in the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and packaging label were returned for assessment. The sample was subjected to visual analysis and no damage or deformities were noted on the band or balloon assembly. The sample was subjected to leak testing and leaked at the check valve. The check valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. A corrective action was initiated for this issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).